Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported that post-paced t-wave oversensing was observed via real-time egm. Patient was asymptomatic. Programming changes were made, and the issue was resolved.